Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range, lead impedance out of range alert was recorded on (B)(6) 2013, and the lv (left ventricular) pacing lead was variable. The maximum lv pacing impedance rise varies between 703 ohms and greater than 4,000 ohms since (B)(6) 2013 (implant date).

Event description:
It was reported that the left ventricular (lv) lead occasionally had high impedance during the device's daily self-test. The physician and sales representative were unable to recreate the high impedance during in-office testing. All other pace configurations showed normal impedance values. The lead programming was adjusted and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbb1d1, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 5568-45, implantable pacing lead, (B)(6) 2012. (B)(4).